Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r oversensing on the atrial channel. Programming changes were suggested. However, it was stated that programming changes performed in the past to resolve oversensing still noted atrial sensitivity was increased due to small p-waves. No patient symptoms were reported.